Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level reached 350 mg/dl during the reported events. To address the elevated blood glucose, customer administered correction boluses via the pump and injections and resolved the issue by changing the infusion set and cartridge, then resuming insulin delivery. There was no assistance required from a third party.